Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient felt warmth at the generator site and had "complications" from a fever after her vns implant surgery. Clarification was later received that the fever after implant was related to an infection at the generator site. The surgeon provided antibiotics, and no other interventions were taken. No further relevant information has been received to date.